Manufacturer narrative:
This lead was not returned for analysis, as it was discarded at the facility; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. This right ventricular (rv) lead was discarded at the facility.